Event description:
It was reported that during a cori tka procedure, they received a camera disconnection error just after the arrays were put in and were about to begin registration. They recovered by hitting the continue button. The camera re-initialized and there was no need to re-boot and re-calibrate. The procedure was successfully completed as planned with cori. There was a delay of less than 30 minutes and no impact to the patient. No other complications were reported.

Manufacturer narrative:
The real intelligence tracking camera, part number rob10025, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the patient screenshots confirms the customer reported problem of "camera disconnected" error. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is a loose/no connection between console and the camera. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.